Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that transtelephonic monitoring strips revealed evidence of ventricular oversensing. Also noted were several ventricular safety pacing intervals that seemed to be caused by atrial loss of sensing.